Event description:
Patient was fitted with an entriflex tube (18fr) for post-op drainage. It was impossible to remove the guide. The tube was pulled out, the guide removed and the tube fitted again on patient. Small intestine perforation allegedly occurred at some point. Medical intervention was required. Patient is fine. Complaint reported to UK office on 04/2002. Complaint reported to us office on 04/2002.